Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient is experiencing ineffective stimulation and had a trial on (B)(6) 2024 to address this issue. Further surgical intervention is pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention (B)(6)2024 in which a new scs system was implanted.